Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins stopped working a couple of years ago. They did not need it replaced as they no longer needed their therapy as they no longer had the pain it was implanted for. The patient wanted the device removed. When asked to clarify what stopped working, the patient stated they did not know if the battery died or what as they went to charge it once and it no longer took a charge. The patient was redirected to their healthcare provider for device removal. No symptoms were reported.